Event description:
The customer reported that the device would not operate on ac power. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 07 oct 2019. The customer troubleshot with tech support over the phone. The customer replaced the power management (pm) printed circuit board assembly (pcba) to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported that the device would not operate on ac power. There was no patient or user harm reported.